Event description:
It was reported to philips that the system's footswitch was not responding to exposure commands. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, non-emergency treatment was completed using same wireless footswitch after resting the system with a delay of 10 min. The philips remote service engineer (rse) analyzed the system remotely and found the error with wireless connection. To resolve the issue rse assisted the customer with troubleshooting steps, the customer restarted the system. After which the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart with a no or minimal delay, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided the codes were updated based on the investigation outcome.